Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their neurostimulator was flipping over when they were rolling over night and they think the battery was peeling off their leads. Pt said they were in so much pain, so they went to the emergency room sunday night. Pt said they don't know who can help them. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name (B)(6); product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.